Event description:
On (B)(6) 2013 patient underwent konno revision and aortic valve replacement with 23 mm homograft but unable to separate from bypass, so placed on va extracorporeal membrane oxygenation (ECMO). On (B)(6) 2013 patient had 2 pvads (bivad) placed. Then patient underwent orthotopic heart transplant on (B)(6) 2014. Pvads were removed at that time. His demise occurred (B)(6) 2014 after transplant due to hemorrhagic shock and multiorgan failure but not due to pvads with initiation of bleeding at the time of or for transplant. The pumps will not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported hemorrhagic shock, multiorgan failure, and subsequent patient outcome could not be determined through this evaluation. The vad IFU lists bleeding and death as adverse events that may be associated with the use of the ventricular assist device. This IFU also lists multiple types of organ dysfunction as adverse events that may be associated with the use of the ventricular assist device. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event was also reported against pvad (serial number (B)(4)) in MFR. Report # 2916596-2019-05780. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired due to hemorrhagic shock and acute aortic bleeding while on extracorporeal membrane oxygenation (ECMO). There was no indication the device would be returned for evaluation. No further information was provided.